Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device exploded. The customer reportd their device "became very hot and charred" and "emitted smoke," while sitting on the kitchen table. There was no report of fire or electric shock. There was no report of death, serious injury, or mistreatment associated with this event.